Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a leak found in the drain bag. The reported condition was not confirmed due to lack of product sample. A review of all batch record documents was performed with no issues noted. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses incident 3 of 3. A caregiver (cg) contacted baxter's technical service center regarding a drain bag leaking. The cg stated she did not notice the leak until she woke up. The cg stated she believed the effluent was leaking right from the tube itself, but was not certain. The cg stated the actual product had been discarded and she had already informed the clinic of the issue. The cg stated she was advised to contact baxter to request to have the carpets cleaned. The technical service representative (tsr) advised the cg to speak with homecare services regarding carpet cleaning. On (B)(6) 2010, product surveillance (ps) contacted the home patient's (hp) wife, the cg, regarding the reported problem. The wife confirmed that no samples were available. The wife stated that another bag had leaked from the same lot (making a total of 3 reports), but since then they have not had any issues with therapy. The wife stated that when the first bag leaked the fluid completely saturated the carpet and they had to have it cleaned professionally. (B)(6) provided the number for carpet/ floor claims. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.